Manufacturer narrative:
The sensor measured glucose concentrations below the user's low-glucose threshold from 9:56 pm until 10:41 pm on (B)(6) 2023 and correctly triggered multiple "low glucose" alerts, which the user recalled receiving. The hypoglycemic event was therefore not missed, and there is no evidence to suggest a performance malfunction of the sensor. The user was evaluated at an ER without admission to the hospital. Per case notes, the user did not receive any treatment. Since the device performed as expected by asserting appropriate alerts, no further resolution was found necessary for this complaint.

Manufacturer narrative:
The system asserted a hypoglycemia alert to the user before the reported event. The device functioned as designed, thus no further investigation was required. According to the user, the reported event occurred after taking insulin which the user stated made the blood glucose drop too fast. The user took sugar to recover from hypoglycemia. The chin laceration caused by the fall was treated at the ER with stitches, and no medication was prescribed.

Event description:
On (B)(6) 2023 senseonics was made aware of an adverse event where the user fell causing a chin laceration due to a hypoglycemia event.